Manufacturer narrative:
Batch review performed on 05-oct-2022: lot 2115427: (B)(4) items manufactured and released on 22-feb-2022. Expiration date: 2027-feb-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Clinical evaluation performed by medical affairs director: revision 1 month and 3 weeks after the primary rsa due to anterior dislocation. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Additional component involved: batch review performed on 05-oct-2022: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2114978: (B)(4) items manufactured and released on 01-dec-2021. Expiration date: 2026-nov-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month and 3 weeks after the primary surgery, the patient came reporting pain due to anterior dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner and the surgery was completed successfully.